Manufacturer narrative:
Follow-up received on 18-apr-2016 - quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4): for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event or lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. According to her, her son died as a result of her physician's lack of knowledge (unspecified, another case created for the child). After the pregnancy, she was submitted to a surgery due to uterine polyps. During this procedure, it was found that the essure coils had migrated out of fallopian tubes and were lodged in uterus. The visible coil was removed; one coil was left in the wall of her uterus. Additionally, she had an episode of vertigo requiring an ER visit. Only uterine polyps and vertigo are unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, the patient had the hsg, which confirmed occlusion. Later (after the pregnancy), a device embedment was diagnosed. This device embedment could be an alternative explanation for essure failure (pregnancy). However, since it is unknown if device became embedded before or after pregnancy onset; and as pregnancy occurred 4 years after essure insertion, causality with the suspect insert cannot be excluded. The remaining events were considered as unrelated to essure based on their nature and considering device safety profile. This case was regarded as an incident, since device removal as required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. No active follow-up will be pursued due to lack of contact details.

Event description:
This is a spontaneous case report received from a non-health care professional in united states on 17-feb-2016 which refers to a female consumer of unspecified age who had essure (205) inserted in 2007. Consumer had the hsg test (hysterosalpingogram) done 8 weeks after essure placement and it confirmed that both fallopian tubes were occluded. Afterwards, her periods became irregular. She was told by her physician that they were irregular because of her weight (not reported) and she was diagnosed with pre-diabetes. She was told to lose weight and then her cycle would regulate itself. In 2010, she suffered a dizzy spell with vomiting and headaches. Upon being admitted to the emergency room, she was diagnosed with vertigo. During that visit, they wanted to do an MRI but she refused it because none of the physicians or nurses could explain how the electromagnetic field would affect the essure coils. In 2011, she found out she was pregnant with her third child (current case). The doctor that she was seeing was not trained to perform the essure procedure so she went to a conference and spoke with some sales representatives. Her son died as a result of her physician's lack of knowledge (case (B)(6)). After pregnancy, her periods continued to be irregular. They would last about 30-35 days every other month. A new physician then diagnosed her with uterine polyps and a surgery was scheduled to remove them. During the surgery, it was found that the essure coils had migrated out of fallopian tubes and were lodged in uterus. The visible coils were removed. There is still one of the coils left lodged in the left wall of her uterus. In 2014, she was admitted to the emergency room and diagnosed with ectopic pregnancy (case (B)(6)). A surgery was performed and half of left ovary was removed. Both fallopian tubes remained intact and open. In 2015, she became pregnant again (case (B)(6)). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. According to her, her son died as a result of her physician's lack of knowledge (unspecified, another case created for the child). After the pregnancy, she was submitted to a surgery due to uterine polyps. During this procedure, it was found that the essure coils had migrated out of fallopian tubes and were lodged in uterus. The visible coil was removed; one coil was left in the wall of her uterus. Additionally, she had an episode of vertigo requiring an e.r. Visit. Only uterine polyps and vertigo are unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, the patient had the hsg, which confirmed occlusion. Later (after the pregnancy), a device embedment was diagnosed. This device embedment could be an alternative explanation for essure failure (pregnancy). However, since it is unknown if device became embedded before or after pregnancy onset; and as pregnancy occurred 4 years after essure insertion, causality with the suspect insert cannot be excluded. The remaining events were considered as unrelated to essure based on their nature and considering device safety profile. This case was regarded as an incident, since device removal as required. A product technical analysis is being sought. No active follow-up will be pursued due to lack of contact details.